Event description:
It was reported that the patient experienced an increased in charging. There was no device malfunction suspected. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned in accordance with facility policy.